Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 05/12/2010 by mail. A completed questionnaire was received on 05/21/2010. Add'l info was requested on 06/04/2010 by phone. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "reason unk" (no info [iol (intraocular lens) implant]). A nurse reported that an intraocular lens (iol) was "implanted and removed". The reason for removal is not known. It was reported that no surgical intervention was required. Add'l info has been requested.